Event description:
Event reported as, "the patient presented a slippage of the band. The surgeon tried to readjust the band, but was not successful due to a band prolapsed. The band was cut and another band was installed successfully." The device was disposed of and will not be returned.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 02/sep/2009. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter discarded the device prior to contacting allergan. Therefore, no analysis or testing will be done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."